Manufacturer narrative:
The explanted lens was returned for evaluation. The lens was in two pieces, with the lens optic having been either cut or torn in half. Microscopic examination found that the center of the optic did have a cloudy white appearance and some areas with an orange peel appearance. The lens was sent for calcification testing, through which it was discovered that the opacifying features were primarily comprised of calcium and phosphorus. This finding is consistent with historical opacification of this lens type. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenic mechanisms of delayed post-operative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. Based on the information provided, the exact root cause could not be determined. Lens calcification is a known procedure complication for this type of lens.

Manufacturer narrative:
Additional info: if follow-up, what type, device manufacture date. The explanted lens was not returned for evaluation. A device history record (DHR) review was performed and did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the evaluation.

Event description:
It was reported that the central part of an implanted lens has become cloudy (opacified), causing visual impairment. The opacification was first observed nearly 2 years post-surgery. As a result of the cloudiness, the lens was explanted. A vitrectomy was also performed during the explant procedure due to a capsular tear. No replacement lens was implanted during this surgery due to the poor capsular support. In the physician's opinion, the cause of the lens opacification is unknown. Regarding prognosis, the patient's vision is still poor due to aphakia. However, the implanting of a secondary lens is planned.